Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit overheated and then the end user unplugged it. He states the end user attempted to turn it back on, and the unit has no power, will not start. No injuries noted and the unit hasn't been dropped.